Event description:
It was reported that the patient had bowstringing correction surgery on (B)(6) 2025. The ipg pocket was opened and the ipg was moved higher to provide relief for the bowstringing.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.